Event description:
Boston scientific crm received information that this device had triggered end of life due to charge times greater than 45 seconds with a battery voltage of 2.5 v. It was noted that upon interrogation, a yellow screen and fault code 01 was observed and indicated that there was a possible device malfunction. No adverse patient effects were observed.

Manufacturer narrative:
Technical services discussed that device replacement should be performed as soon as possible to ensure that the patient with this device receives high voltage therapy in a timely if required. At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this report will be updated.